Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was experiencing high impedance with the generator inside the chest pocket during initial implant surgery. The impedance with the generator outside of the pocket was reportedly within normal limits. The lead was visually inspected during surgery and reportedly looked fine. The lead was reportedly verified to be adequately attached to the nerve and the lead pin fully inserted into the generator. A review of the device history record of the lead was performed and indicated that the lead passed all quality inspections prior to release for distribution. Product analysis was performed on the lead that was originally attempted to be implanted. The entire lead assembly was returned for analysis in one piece and the visual analysis identified that no setscrew marks were seen on the connector pin. This indicates that there was not a good electrical connection between the generator and the lead pin. No other anomalies were identified in the returned lead assembly.

Event description:
It was reported by both the manufacturer's sales representative and the implanting surgeon that they believed the pin had been fully inserted during surgery. They also stated that the hex screwdriver had clicked during surgery each time. No further relevant information has been received to date.